Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator was explanted due to a product advisory. The device has been implanted greater than six years. No additional adverse patient effects were reported. A new device was successfully implanted.